Event description:
It was reported that balloon rupture occurred and the procedure cancelled/rescheduled. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure after passing the guidewire, the balloon ruptured and the device failed to cross the lesion. Another 2.50mm x 15mm emerge balloon catheter was advanced; however, after passing the guidewire, the balloon also ruptured and the device failed to cross the lesion. The procedure was not completed. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred and the procedure cancelled/rescheduled. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure after passing the guidewire, the balloon ruptured and the device failed to cross the lesion. Another 2.50mm x 15mm emerge balloon catheter was advanced; however, after passing the guidewire, the balloon also ruptured and the device failed to cross the lesion. The procedure was not completed. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and the balloon. There was a pinhole 15mm from the tip of the device, and the balloon was loosely folded. There was unreported hypotube kinks to the device. The damage found is consistent to preventing the device from further crossing the lesion and would likely cause resistance if device was advanced.